Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device could not generate the necessary pressures. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not duplicated during testing. The customer report was observed during an onsite visit by a zoll sales representative. An internal inspection did find a loose screw inside the device, however; it could not be confirmed if the loose screw contributed to the customer's report. The loose screw was removed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.